Event description:
It was reported that a smiths medical pump displayed a lec 1720 error while testing. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device gave an error 1720 after power up. This type of error is associated with a problem with the back up battery capacitor.